Event description:
It was reported that during a nephrostomy treatment procedure, the guidewire coating was stripped off. The physician introduced a drain into the kidney of the patient. He attempted to remove the internal stiffener and found that it was lodged within cannula. He was not able to withdraw the stiffener. When the physician used greater force, the cannula buckled on the stiffener. The physician elected to remove the device. When he removed the drain and stiffener over the wire, the internal lumen of the stiffener stripped the coating off of the wire. It is unknown whether any part of the guidewire coating was left in the patient's body. The guidewire was removed in one piece. The procedure was completed with a different device.

Manufacturer narrative:
.